Event description:
Initial rptr stated that the cutter was not cutting (did not work) when the surgeon started the vitrectomy procedure. No adverse effect on the pt. Surgery was delayed as they changed to another pack.